Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse found disconnected tubing from e-lyse heater to cvl85/126 that he reconnected which fixed the leak. The repairs were verified to meet specified requirements per established procedures. System validation was documented in customer qc record. The cause of the leak was disconnected tubing from e-lyse heater to cvl85/126. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 analytical station was leaking by the ttm (triple transducer module) while performing a startup cycle. The volume of the leak is unknown and the leak was not contained in the instrument. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The msds was not reviewed. There is an exposure control plan at the facility. No erroneous results were generated in connection to this event. There was no death, injury or an effect to patient treatment.